Event description:
It was reported that the customer had an a64 alarm during the rewind/prime on the insulin pump. The customer's blood glucose level was 66 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised to revert to a back up plan and obtain setting from previous insulin pump.

Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty component on the radio frequency circuit board. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.